Event description:
A surgeon reported finding crystalline on the product when opened. When he attempted to use the product, he noted the internal part of the injector was broken. He stated the product was not used and there was no pt involvement.

Manufacturer narrative:
No other complaints have been received so far for this lot. No in process control remarks in batch record filling: the syringes were 100% inspected, no broken syringes were observed. No in process control remarks related to this complaint were reported in the batch records assembly and blistering. The blisters are 100% visually inspected, no blisters with broken syringes were reported. The retention samples were inspected and satisfactory. No further investigation possible. Root cause: no root cause can be determined at this time. Corrective/preventive action: none, complaint not confirmed. (B)(4).